Manufacturer narrative:
Despite requests, either precise information about the incident nor x-ray pictures are available for analysis. Consequently no thorough investigation can be performed. No conclusion can be drawn. B braun medical sas has provided all the information currently available. In spite of all reasonable efforts being made to obtain further information, at this time we have not met with success.

Event description:
On (B)(6) 2015, patient was implanted with the lp filter at northwestern memorial hospital. On (B)(6) 2016, percutaneous removal of the lp filter which had allegedly migrated to the heart was performed at rush university medical center. Removal of residual thrombus in the right atrium was attempted during the procedure, however, a portion of the thrombus was unable to be removed. On (B)(6) 2016, patient passed away as a result of metastatic lung cancer.